Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that they had always been shocked by the device. For a while it would occur when they would get in their car and when they would lift up their left leg. When it would shock them, they would have to stay in place for a while. They tried turning it off when they would leave their house. When they would go by the freezer and refrigerator areas they would feel the shocking. It would shock them at different/various times. Their last shocking episode before contacting the manufacturer was described as shocking them over and over and then it had slowed down a bit. Even after decreasing the programming and turning off the device, they were still continuing to get shocked by the device, which was very painful. The patient noted they haven't turned it back on since. The manufacturer representative (rep) they spoke with thought it seemed like the ins may have been pinching or sitting on a nerve, so the patient questioned whether it could be a pinched nerve. The patient noted they were frustrated with the device and would be discussing removal of the ins when they feel it is safe to go to their doctor's office again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had not scheduled an appointment due to covid19, and stated that she doesn't want to schedule an appointment for a long time. The patient noted that she has had the same shocking felling in the same hip before surgery. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via a manufacturer representative from a health care professional regarding the patient. It was reported that there was a lack of efficacy of therapy and the patient believed that the battery was causing shooting pain down their left leg. The patient had shooting pain down the left leg prior to implant; however, the patient believed that the implant in the left buttock was causing the pain. The patient had met with a manufacturer representative several times for readjustment; however, the full system was explanted at the patient¿s request on (B)(6) 2020. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that starting today the patient's stimulation was shocking them intermittently (off and on) when they moved and they didn't know what to do. The patient tried turning stimulation down to 0.1 volts prior to calling, but the issue did not resolve. The patient contacted the manufacturer representative and left a voicemail, but they had not received a call back. No falls, trauma or medical procedures were believed to be related to the issue. On the call the patient was instructed to turn the stimulation off, but the shocking sensation still did not subside. The patient was redirected to their healthcare provider. The patient stated that due to covid-19 virus, they did not want to go to a doctor's office right now but also that they cannot live with this issue. The patient also mentioned that they had a fall on their face about 3 weeks ago, but did not think that the fall was related to the shocking issue they were experiencing now. There was no allegation that the fall was related to the device or therapy. No further complications were reported.